Manufacturer narrative:
Other text: h6: event methods, evaluation, and conclusion codes: updated. Three photos and one device was received for investigation. During functional testing, the device cuff did not stay inflated. However, the device cuff was determined to be intact, and the leakage was traced to the inflation line, which was identified to have damage. Based on the results of the investigation, the reported cuff problem was not confirmed, but an issue with the inflation line was identified. The investigation attributed the inflation line detachment to possible improper use of the product. No product lot number was provided, therefore, no review of manufacturing device history records could be conducted. As no manufacturing root cause could be identified, no actions have been planned at this time.

Manufacturer narrative:
Other text: d4: lot number, expiration date, UDI number and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that air leaked from cuff. Adverse patient effects are unknown.